Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed lesion being treated was located in the mid right coronary artery (rca). The lesion was predilated with a 2.0x20 mm maverick balloon, inflated to 9 atms. The physician attempted to place a 3.0 x 32 mm taxus express2 drug eluting stent, but was unable to cross the proximal portion. Upon withdrawal, the distal edge of the stent was found to be damaged. The physician attempted to plant another 3.00x32 mm taxus express2 drug eluting stent, but was also unable to cross the proximal portion. The procedure was completed with a 3.0 x 24 mm driver stent. No pt complications were reported. Pt status reported as "ok".